Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in report is the international list number which is similar to us list number of 062918. Adverse event problem code of 4581 was chosen to capture the event of bezoar. Bezoar is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient underwent tubing replacement. It was reported that a phytobezoar was found during the replacement procedure, and the patient's j tube was removed.